Event description:
A nurse reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with symptoms of corneal edema on the first postoperative day. The pt was treated with medications. The outcome of the event is unk. No cultures were taken. There are three medical device reports associated with this event. This report is for the viscoelastic.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. A root cause could not be determined by the investigation. Additional info was requested by phone, fax and mail on 04/16/2012, 04/17/2012 and 04/26/2012. A completed questionnaire was received. (B)(4).